Event description:
Procedure performed: robotic lobectomy. Event description: "couple of pieces of plastic trocar broke off while instrument being extracted. Do not know the color of device. Do not know which part of the trocar broke. The pieces fell into the patient but they were retrieved. There was no patient injury. The product is available for return." Additional information received via email on monday, 8apr2019 from user facility: "name of procedure ¿ robotic lobectomy. Procedure was completed robotically. Instrument extracted was a cryoanalgesia probe. Fracture occurred on the very end of the shaft. This was an ancillary port trocar inserted manually." Intervention: pieces fell into the patient but they were retrieved. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the root cause of the event. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event device is anticipated to return for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: robotic lobectomy. Event description: "couple of pieces of plastic trocar broke off while instrument being extracted. Do not know the color of device. Do not know which part of the trocar broke. The pieces fell into the patient but they were retrieved. There was no patient injury. The product is available for return." Additional information received via email on monday, 8apr2019 from user facility: "name of procedure ¿ robotic lobectomy. Procedure was completed robotically. Instrument extracted was a cryoanalgesia probe. Fractured occurred on the very end of the shaft. This was an ancillary port. Trocar inserted manually." Intervention: pieces fell into the patient but they were retrieved. Patient status: no patient injury.